Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3-date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch:8031783.

Event description:
It was reported patient has never received effective therapy and experiencing shocking sensation and therapy has been turned off. Programming was unable to resolve the issue. As such, surgical intervention is pending to address the issue.